Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported closing door resets device intermittently, which was not reproduced during evaluation. A review of the event history log identified multiple "improper shutdown!" Messages. Visual inspection found the cause to be depressed battery pins on the rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump reset itself intermittently when the door is closing. The reported problem was found during programming/ setup. There was no known patient injury or medical intervention associated with this event. No additional information is available.